Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-feb-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure removal was performed by ablation of uterine tubes and uterus. The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality cannot be excluded and since essure removal was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal by ablation of uterine tubes and uterus") in a female patient who received essure (batch no. (B)(4)). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), diarrhoea ("diarrhoea"), fatigue ("intense fatigue"), dizziness ("dizziness"), sinusitis ("sinusitis"), ear infection ("ear infections"), osteoarthritis ("arthrosis"), neck pain ("neck pain") and migraine ("migraines"). The patient was treated with surgery (removal of essure by ablation of uterine tubes and uterus). At the time of the report, the medical device removal, diarrhoea, fatigue, dizziness, sinusitis, ear infection, osteoarthritis, neck pain and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal, diarrhoea, fatigue, dizziness, sinusitis, ear infection, osteoarthritis, neck pain and migraine with essure. Diagnostic results: on an unspecified date allergy test for nickel was done. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure removal was performed by ablation of uterine tubes and uterus. The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality cannot be excluded and since essure removal was required, this case is regarded as incident. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.